Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had very high blood glucose and was advised to go to the emergency room. Customer stated that his equipment was all fine. Customer went to the emergency room on (B)(6) 2016 with a blood glucose reading of 530 mg/dl. Customer stated that he woke up with blood glucose at 525 mg/dl. Customer was given 20 units manually and they noticed that they did not give the insulin. Customer's blood glucose was checked again and it was 525 mg/dl. Customer was given an insulin IV. Customer was wearing the pump at the time of the emergency room visit. Customer stated that his high blood glucose issue has been resolved and it was due to their mistake.